Event description:
A physician successfully placed a xact stent in the left internal and common carotid artery. The patient experienced speech problems after a carotid angiogram and slight right sided weakness and dysphasia after the stent was placed. The patient recovered with unknown treatment within 5 days and discharged home.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.